Event description:
It was reported that the pump's alarm sound was not annunciating and was not vibrating. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.